Manufacturer narrative:
Initial report did not indicate an issue with the tibial insert. This MDR report is based on new information received on april 23, 2018 when the routine examination was completed. The insert's oxidation index value was higher than expected and spalling was observed. A review of the device history record notes no material nonconformances, no manufacturing errors, nor discrepancies with respect to material type, treatments, dimensions nor labeling that may have caused or contributed to this mode of failure.

Event description:
A patient developed thick scarring after bilateral knee replacement. After five years, the surgeon planned a revision surgery to excise the scar. He did not see any instability or other issues prior to the surgery. While the knee was open, a routine replacement of the tibial poly insert was performed and returned to the manufacturer for routine examination.